Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g3.

Manufacturer narrative:
D10: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 310-01-53 - equinoxe, humeral head short, 53mm (beta). (B)(6) 314-13-15 - equinoxe cage glenoid extra large, beta. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 4 years and 8 months post the initial left anatomic total shoulder arthroplasty; the patient was revised to a reverse shoulder; reason unknown. No further information provided.